Event description:
A us dist returned a monitor indicating that it was resetting during pulse testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting during pulse testing) was confirmed. As received, the monitor was resetting during pulse testing. The issue was isolated to the defibrillator board. A root cause investigation is currently underway. No adverse event resulted from the monitor resets.